Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Additional information: equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that trace diffuse lamellar keratitis (dlk) developed in patient's left (os) eye at second day post op exam. Account reported inflammatory granules superiorly near hinge, extending inferior x2mm. It was reported that topical steroid dosage was increased. It was also reported that the patient did not experience loss of best corrected visual acuity (bcva) and the patient had no complaint. The patient's pre-operative refraction was: bcva ¿ right eye (od) 20/15, sphere -.75, cylinder -.50, axis 140; bcva ¿ left eye (os) 20/15, sphere -1.50, cylinder .00, axis 0.